Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain on abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("pelvic pain during menstruation period") and fatigue ("abnormal fatigue"). In 2014, the patient experienced functional gastrointestinal disorder ("bowel function disorder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy menstruation period"), myalgia ("muscular pain on the left side of the body"), arthralgia ("joint pain on the left side of the body"), renal pain ("pain on the left kidney"), tendonitis ("tendonitis of the left hip") and arthropathy ("problem of the left knee"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, myalgia, arthralgia, renal pain, tendonitis, arthropathy and functional gastrointestinal disorder outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for abdominal pain, arthralgia, arthropathy, dysmenorrhoea, fatigue, functional gastrointestinal disorder, menorrhagia, myalgia, renal pain and tendonitis with essure. The reporter commented: the patient had slight perspective (4 weeks) since the removal but her general health status was better. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.